Event description:
It was reported that during a tumor debriding in the bronchi the patient began bleeding, possibly the result of the blade coming into contact with the bronchi wall. The patient coded and his oxygen saturation dropped, requiring medical intervention. The patient was stabilized and the procedure continued. The physician was advised to start at a lower speed then gradually increase it, the physician stated that the settings were fine and proceeded with the case. It was confirmed that the device will not be returned, it was discarded.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device not returned for analysis, no additional information available. Method: actual device not evaluated.